Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to subsidence of the restoration modular stem construct (subsidence occurred as a result of a previously treated femoral periprosthetic fracture). Surgeon decided to leave the stem and cables in situ and revised the femoral head from a -4 to a 28 +12 metal head. The poly insert for the adm/mdm liner was revised but there are no allegations against the device. Rep reported that x-rays, medical records, and additional information are not available.